Manufacturer narrative:
(B)(4). The review of the manufacturing paperwork verified that this lot met all pre-release specifications. The engineering evaluation of the returned device stated that the reported issue (suture fray) was confirmed. Three pieces of suture were returned. Per sem analysis, two of sutures demonstrated normal cut ends. Sem of the third demonstrated a cut end and a section of suture separated from the rest of the suture (fray). This fray appears near a cut end of the suture. 100% of devices undergo visual inspection of the cut thread and a tactile inspection. If the requirements of these inspections were not met the device would have been rejected. Based on the investigation, the root cause of the fiber fray is not able to be determined.

Event description:
The following was reported to gore: on (B)(6) 2018, a patient underwent surgery to implant an arteriovenous graft (avg) using gore-tex® suture. It was reported there was no problem with the suture when it was removed from the package, however upon passing the needle through the artificial blood vessel, it was observed that the suture had split. It was reported that another suture from the same lot was used to complete the procedure. The patient reportedly tolerated the procedure and was in good condition.